Event description:
It was reported that during use tubes were under filling with 400 bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m. There was no report of impact to patients. The following information was provided by the initial reporter: customer has under month experience a lot of underfill tubes. Tube did not reached up to filling line on tube, specially from patients with PICC line. The issue occour almost when 1-2 month before expire date.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use tubes were under filling with 400 bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m. There was no report of impact to patients. The following information was provided by the initial reporter: customer has under month experience a lot of underfill tubes. Tube did not reached up to filling line on tube, specially from patients with PICC line. The issue occur almost when 1-2 month before expire date.